Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2221 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2221 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 34-year-old female patient who had essure inserted (lot no. C22914) for female sterilisation. The patient had a medical history of follicular cyst of ovary, cesarean section, preterm labor, parity 3, multi gravida, multiparous and obesity. Denies tobacco, alcohol, drug use nkda. Concurrent conditions were listed as pelvic discomfort and pelvic pain female. The only concomitant product mentioned was valium (diazepam). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1876 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion & removal date hysteroscopic sterilization procedure normal endometrial lining, with both tubal ostia visualized prior to starting the procedure. Right:4 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.413 kg/sqm. [Gynaecological examination] (date unknown): on bimanual exam, small anteverted uterus intraabdominal survey with normal uterus, tubes, ovaries bilaterally. Omental adhesion to anterior abdominal wall. Normal liver edge. Essure devices in tube near bilateral cornua, removed. [Hysterosalpingogram] on (B)(6) 2016: findings: scout films: normal uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2021: diagnosis: 1. Right and left fallopian tubes, bilateral salpingectomy: 1 fallopian tube showing small paratubal cysts. 1 fallopian tube showing no significant pathologic changes. 2. Ensure device (explant): -see gross description clinical information pelvic pain specimen/site: 1. Bilateral fallopian tubes 2. Essure device (explant) gross description: consists of 2 tan-purple, fimbriated segments of fallopian tube, measuring 5.2 x 1.6 x 0.5 cm and 7.7 x 1.2 x 0.6 cm. No discrete focal lesions are identified. The specimen is received without fixative and labeled with patient's name and "essure device", and consists of 4 silver metallic coils, ranging from 2.5 to 20.1 cm in length. The coils are deformed in shape. Minimal blood is present. [Pregnancy test] on (B)(6) 2016: negative [ultrasound scan vagina] on (B)(6) 2021: demonstrating normal findings regarding ovaries and uterus. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. Lot number added. Pathology report & lab data updated. Medical history & concomitant conditions were added. Additional reporter added. Reporter causality comment updated. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 34-year-old female patient who had essure inserted (lot no. C22914) for female sterilisation. The patient had a medical history of follicular cyst of ovary, cesarean section, preterm labor, parity 3, multi gravida, multiparous and obesity. Denies tobacco, alcohol, drug use nkda. Concurrent conditions were listed as pelvic discomfort and pelvic pain female. The only concomitant product mentioned was valium (diazepam). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1876 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion & removal date hysteroscopic sterilization procedure normal endometrial lining, with both tubal ostia visualized prior to starting the procedure. Right:4 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.413 kg/sqm. [Gynaecological examination] (date unknown): on bimanual exam, small anteverted uterus intraabdominal survey with normal uterus, tubes, ovaries bilaterally. Omental adhesion to anterior abdominal wall. Normal liver edge. Essure devices in tube near bilateral cornua, removed. [Hysterosalpingogram] on (B)(6) 2016: findings: scout films: normal uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2021: diagnosis: 1. Right and left fallopian tubes, bilateral salpingectomy: -1 fallopian tube showing small paratubal cysts. -1 fallopian tube showing no significant pathologic changes. 2. Ensure device (explant): -see gross description clinical information pelvic pain specimen/site: 1. Bilateral fallopian tubes 2. Essure device (explant) gross description: consists of 2 tan purple, fimbriated segments of fallopian tube, measuring 5.2 x 1.6 x 0.5 cm and 7.7 x 1.2 x 0.6 cm. No discrete focal lesions are identified. The specimen is received without fixative and labeled with patient's name and "essure device", and consists of 4 silver metallic coils, ranging from 2.5 to 20.1 cm in length. The coils are deformed in shape. Minimal blood is present. [Pregnancy test] on (B)(6) 2016: negative [ultrasound scan vagina] on (B)(6) 2021: demonstrating normal findings regarding ovaries and uterus. Batch number-c22914; manufacture date-2014-02-11; expiration date- 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-aug-2025: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.